Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue occurred between 4-4:30pm on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿262, 90 and 160mg/dl¿ with the subject meter within 20 minutes of each other. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. The patient stated that 15 minutes after the alleged product issue occurred they developed symptoms of ¿cold sweat, headaches, shakiness and couldn¿t breathe normally¿. In response to these symptoms the patient self-treated by consuming ¿orange juice¿ at 4:45pm the same afternoon. No medical intervention was required as a result of these symptoms. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used were stored incorrectly. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips which the patient was using had been incorrectly stored, this complaint is being reported because the patient obtained inaccurately erratic readings on the subject meter which led to them developing symptoms indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.